Event description:
It was reported that an alarm was heard, but telemetry was not performed. There was no therapy or medical problem. Patient thought it was a low reservoir alarm, but that alarm was set to be on (B)(6) 2011 based on session report. It was later reported that there was continuous alarming and hence the pump was to be replaced it was set in minimum rate. The reason for replacement was reported as pump and catheter failure. The pump issue was unknown, but the catheter issue was reported as "break, tear or hole" at the pump/catheter connection. Surgical intervention included catheter revision only. The patient outcome was reported to be ongoing serious injury/illness, but it is unknown if the patient was hospitalized due to the event. The drug infused through the device was dilaudid (dose and concentration unknown), but patient was receiving none for some time secondary to pump failure.

Manufacturer narrative:
(B)(4).